Event description:
The customer obtained lower than expected, imprecise ammonia results on a single level of non-vitros biorad quality control fluid, and multiple control results met potential health and safety criteria when compared to the expected value. Biorad l1 quality control results of 83.6, 85.3, 87.6, 82.2, 84.4, 84.2, 82.3, and 85.3 micromole/liter vs. 110.6 micromole/liter. The lower than expected quality control results were obtained using vitros amon slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected amon quality control result was obtained while using the vitros 5,1 fs chemistry system. The most likely assignable cause is due to an equipment related issue. An ocd field engineer performed service actions to the microslide incubator subsystem. Post service performance testing verified that the equipment was returned to expected operation.